Event description:
A 6fr vulcan sheath was placed through the right femoral artery in treatment of the left popiteal tibial artery. The cutting balloon was inflated and deflated without incident. When removing the cutting balloon back out through the sheath, the portion from the wire insertion hole to the tip of the catheter broke off from the rest of the shaft. The portion that broke off could not be removed, so a 9fr sheath was inserted and a snare was used to remove the portion that broke off. After removal was complete, the pt was sent to surgery due to damage of the vessel where the sheath was located.